Manufacturer narrative:
.

Event description:
It was reported to philips the device chirped and displayed a red x in the ready for use indicator (rfu). There was no patient involvement.

Manufacturer narrative:
Device UDI# is (B)(4).